Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, the lead data from the device memory was received and analyzed. Analysis of the device memory indicated rv (right ventricular) undersensing information.

Event description:
It was reported that the patient's heart was perforated by the right ventricular (rv) lead and had a heart block condition. The lead had dislodged after implant and perforated the heart as seen under fluoroscopy. The lead had failed to sense, mode switched to unipolar mode and failed to capture. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.